Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 7 applications were performed with balloon catheter 2af284 with lot number 35078 without any issue on the date of the event. A clinical issue was encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, diaphragmatic response became weak, indicating phrenic nerve palsy (pnp) and ablation was stopped. Once slight activity of the diaphragm was seen again on fluoroscopy, the case continued. The case was completed with cryo. No further patient complications have been reported as a result of this event.